Manufacturer narrative:
The device was not returned for evaluation. It is unclear whether the pt's pain would have resolved with decompression alone. No conclusion can be drawn with regard to whether the device contributed to the adverse event that necessitated revision surgery.

Event description:
The inclose-gsm mesh was implanted in 2007 following a discectomy procedure for treatment of symptoms related to a herniated intervertebral disc at l3/l4. The pt did well initially, but experienced recurrent symptoms 5 days after the original surgery/implant placement. Mr imaging was inconclusive. A myelogram showed displacement of the l3-l4 thecal sac. Exploratory surgery was performed in 2007. The inclose mesh was fixed in the location that it had originally been placed, while re-herniation appeared to have occurred lateral to the mesh. The mesh was removed at the discretion of the surgeon in addition to repeat decompression of the disc. There were no complications with the procedure and all symptoms were resolved when the pt was seen for follow up.